Event description:
It was reported that prior to use with bd¿ sharps collector the lid was broken. The following information was provided by the initial reporter: our user from pasir ris polyclinic has feedback that there is a container cover chipped and broken.

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: the actual sample is unavailable for investigation. Photos are provided for verification. There is a container cover chipped and broken was verified and informed to manufacturer. According to the device history record review, during the manufacturing process no issues were reported for damaged or broken lids for the lot number reported under this complaint (2059951). A review of the non-conformance material report was performed; the results exhibit no issue reported for the same part number and issue throughout the last twelve months. Investigation: based on this investigation and information provided, with lot number provided we are able to identify that this product was manufactured by flex on february 28, 2021, and customer reported that the container cover was chipped and broken, however, it¿s mentioned only one unit and the standard pack for this product is 20 pieces per box. Additionally, according with this investigation, it was noticed that this issue arose from a product sold in singapore and all the shipping and transportation process for asia pacific products indicates that flex is in charge of manufacturing, packaging and loading of the product, while bd is in control of transportation, transshipment, distribution and final delivery. For this reason, it can be concluded that products sold out of USA goes through different distribution stages where this kind of issue may be generated due to handling carried out during the transportation and those activities are out of flex¿s reach. Considering that failure mode is related to broken parts, the mold was verified to rule out that the issue could be generated by a damaged on the mold, the assessment confirms that mold was free of damages. Based on that assessment, it can be confirmed that the issue could be generated by several variables like hit, incorrect handling, incorrect storage or non-suitable packaging during partial sells. As part of this investigation, a review of customer complaint records was performed; according to the cc¿s records, two additional complaints were received through the last twelve months for the same part number and issue. These previous complaints were closed as incomplete/non-manufacturing related since there was not enough information in order to determine the root cause. Due to no sample being received, an investigation could be performed on basis of photo representation, and a root cause could be determined as potential root cause as below: product damaged during the transshipped process made by bd¿s second provider. Non-controlled method to ship partial boxes to end user. Product damaged during the shipment or distribution. Incorrect repackaging at the time to perform partial sales. Conclusion based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process because there is not enough information like method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility. The controls were verified within the manufacturing process and confirmed as capable to detect broken or damaged lids. If additional information that helps to find the root cause can be provided, then a new complaint record will be open to initiate a new investigation path. All the complaint information was captured also for tracking and trending purposes. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with bd¿ sharps collector the lid was broken. The following information was provided by the initial reporter: our user from pasir ris polyclinic has feedback that there is a container cover chipped and broken.